Manufacturer narrative:
The pcoip client was returned to the manufacturer for analysis. Pcoip client was tested and logs indicated 3 software reboot. Configured to auto negotiation. The cause of the issue was determined to be defective pcba. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735796r. Medtronic representative went to the site to test the equipment. The manufacturer representative replaced the pcoip zero client. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the system was in use and the camera cart switched to a pcoip message for a minute then came back on. Shortly later, the issue recurred. After the second time, they were able to proceed without issue. This issue occurred intraoperatively and caused a less than one-hour delay. There was no reported impact on patient outcome.